Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer complaint due to receiving up to 3 patients who were non-symptomatic testing positive on their genexpert running gxdx software 4.8, and testing negative for igg. The customer noted that they believe that their sofia sars antigen fia instrument has a better corresponding value with igg than the genexpert platform and believes the samples and the cartridges to be capable of true false positives. Ts was not able to identify the discrepant results on the 2000 tests that were collected. Within this data set, only 40 total tests reported positive sars-cov-2 results. Customer performs qc weekly and with each new reagent lot and has not received incorrect values. No known report of patient harm. No reviewable data for cepheid's patient safety board. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer complaint due to receiving up to 3 patients who were non-symptomatic testing positive on their genexpert running gxdx software (B)(4), and testing negative for igg. The customer noted that they believe that their sofia sars antigen fia instrument has a better corresponding value with igg than the genexpert platform and believes the samples and the cartridges to be capable of true false positives. Ts was not able to identify the discrepant results on the 2000 tests that were collected. Within this data set, only 40 total tests reported positive sars-cov-2 results. Customer performs qc weekly and with each new reagent lot and has not received incorrect values. No known report of patient harm.